Manufacturer narrative:
Patient weight and ethnicity/race: unknown, information was requested but not provided. The intraocular lens (iol) has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the left eye due to constant "oily" blurred vision. A new incision was made to remove the lens whole. There was no patient injury and no vitrectomy or sutures required. Another johnson and johnson iol (different model, aab00, same diopter) was implanted as replacement. The patient reported the vision was much better post-operatively and the eye is stable. No further information was provided.